Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak that was coming from the unicel dxc 600 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found the fitting for tubing 213 on the fluid distribution manifold was leaking. The fse replaced the fitting. No further leaks were observed in the instrument. Repair was verified per established procedures prior to returning it into service. (B)(4).